Event description:
The caller reported an issue where the insulin gauge displayed a different amount than expected, with the fill estimate showing 38 units and remaining static despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the cause of the issue, explaining that it can happen due to large variances in measured pressures used for calculating the remaining insulin. The caller understood and acknowledged this explanation.